Event description:
It was reported that there were concerns about oversensing on the right ventricular (rv) lead. Rv sensing has decreased and there has been no successful right ventricular automatic capture (rvac) test. Low amplitude was also noted. No pauses were observed. Bring the patient into clinic evaluate and consider cxr was recommended. A chest x-ray has not yet been performed. The oversensing was caused by far field atrial signals, as it was determined that the rv lead has pulled back. They will be revising this lead in the near future. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that there were concerns about oversensing on the right ventricular (rv) lead. Rv sensing has decreased and there has been no successful right ventricular automatic capture (rvac) test. Low amplitude was also noted. No pauses were observed. Bring the patient into clinic evaluate and consider cxr was recommended. A chest x-ray has not yet been performed. The oversensing was caused by far field atrial signals, as it was determined that the rv lead has pulled back. They will be revising this lead in the near future. Currently, this rv lead remains in service and no adverse patient effects were reported.